Event description:
Boston scientific provided the following information: home monitoring alert for high impedance. Confirmed in clinic. No capture, noise and high impedance. Reprogrammed device to vvi 40. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.